Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was likely crystalline chemical residue. However, a definitive root cause for how the foreign material remained could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera ii gastrointestinal videoscope had too much pressure (can 1, can 2). There were no reports of patient harm. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material (crystalline chemical residue) was found in the nozzle of the insufflation channel.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: the bending section cover glue was separated, the connecting tube was wrinkled near glue, and there was a missing screw. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.